Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: the 5 mm end cap did not fit well, so a 0 mm end cap was used and the surgery was completed.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In the case presented a patient (no data given) had been treated with above implant on (B)(6) 2024. It was reported the +5 mm end cap did not fit well, so a 0 mm end cap was used and the surgery was completed without delay, or adverse consequences. As the final choice of implant to be used is made intra-operatively and optimal fit is confirmed by x-ray it may happen that the surgeon is required to change an implant. In this case the initially chosen length of the end cap was too long for the anatomic situation which caused the surgeon to change to a shorter suitable one, which is a typical process. This change was performed without delay and / or without adverse consequences to the patient. The surgery was completed successfully. With available information a root cause was regarded as patient related. With available information a product deficiency was not verified. If more information is provided, the case will be reassessed.

Event description:
As reported: the 5 mm end cap did not fit well, so a 0 mm end cap was used and the surgery was completed.